Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the engineering investigation. The following sections have been updated: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: esheath liner fully expanded. Esheath distal tip opened but torn. Axial, radial and slant score lines present at distal tip. Hdpe material stretching at radial and axial score lines. Due to the nature of the complaint event, no functional or dimensional testing was able to be performed. No imagery was provided. In this case, the complaint for sheath distal tip torn was confirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by our switzerland affiliates, during implant of a 23mm sapien 3 ultra valve in the aortic position by transfemoral approach, resistance was felt when the valve was passing the distal tip of the esheath+. The procedure continued and the valve was implanted successfully with no patient injuries. After removal of devices, it was found that the esheath+ distal tip was torn.

Manufacturer narrative:
The investigation is ongoing.